Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2012, the patient was initially implanted with a bifurcated stent, a suprarenal extension and a limb extension. On (B)(6) 2018, endologix was made aware of a ruptured aorta related to a disconnection between the main body and the aortic extension. This event occurred in (B)(6) 2017 (exact date is unknown). The patient underwent treatment with a non-endologix device (mdt valient); bridging the disconnection and successfully resolving the endoleak. The patient was reported as doing well and there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 3a endoleak with component separation, sac growth and an impending rupture. The most likely cause of the mid aortic loss of seal (type 3a endoleak) with implant separation could not be ascertained due the lack of the relevant medical imaging surrounding the initial implant procedure and the secondary endovascular procedure. No procedure related harms detected. The patient was discharged home in a stable condition on the third post operative day after the endovascular repair procedure. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. (B)(4).